Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 19.0 received the lowbatteryalert (104) on 10/11/2025 16:00:00 after more than 7 days at 35.28 days. Battery cycle 18.0 received the lowbatteryalert (104) on 09/06/2025 09:19:00 after more than 7 days at 35.95 days. Battery cycle 17.0 received the lowbatteryalert (104) on 08/01/2025 10:24:00 after more than 7 days at 38.6 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that no delivery alarms were found on 10/24/2025 21:16:30.000 through 10/29/2025 18:24:40.000, with several alarms noted. During testing, no relevant alarms were noted. Upon investigating date and time, including removing and reinstalling battery after some time, no reset time and clock anomalies were noted during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. Unit functioning properly. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Customer allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations of time/clock anomaly were not confirmed when no reset time and clock were noted during testing and no anomalies were noted. Unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump rejecting new batteries and loses time and date setting. The customer also received insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical interventions were reported. The products mmt-1715kl, mmt-397a, mmt-332a will not be returned for analysis